Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and the same day as event onset was hospitalized for the peritonitis. The cause of peritonitis was reported as poor environment and poor water source. The patient was treated with unspecified antibiotics. Eight days after hospital admission, antibiotic therapies were discontinued and the patient was transferred to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. The reporter declined to provide any further information. No additional information is available.